Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed."

Event description:
Healthcare professional reported left side "intracapsular rupture." Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported "intracapsular rupture", . Device has been explanted and replaced with a non-abbvie device. This record relates to left side..

Manufacturer narrative:
Additional, changed, and/or corrected data: , d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening additional observations: ¿ red particles observed on the device.